Event description:
A piece of the ethicon endo-surgery 1 proximate reloadable linear stapler tx60b cartridge broke off when the stapler was fired. The broken portion was immediately retrieved. This did not appear to affect the staple line, and no immediate injury to the patient was observed.